Manufacturer narrative:
(B)(4). Covidien verified an intermittent failure of the front pcb and main pcb boards, these pcb boards were replaced and the unit passed tests.

Event description:
A n-560 was returned to a covidien service center with a report of a display error. On (B)(6) 2014, upon investigation, covidien determined that the display was intermittently missing segments. There was no pt involvement.